Event description:
Per the clinic, the patient experienced a wound dehiscence and breakdown at the implant incision site, exposing the actuator. The patient also experienced an infection and was subsequently treated with systemic and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024 and it is unknown if there are plans to reimplant the patient with another device at the time of this report.